Event description:
The distributor reported on behalf of the customer that the device, plpul2020, 20/ca ultra nonstick was being used on (B)(6) 2022 during a mastectomy procedure and ¿diathermy tip (original) slipped into the sleeve and became crooked. The surgeon discovered this because the diathermy pen was not working optimally. Upon inspection it looked like a piece was missing. Plastic piece was not found.¿. The procedure was completed with an alternate same device. There was a 10 minute delay. This report is being raised on the basis of injury due to fragment potentially remaining in patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Update: additional information was obtained on 22sep22. There was no medical/surgical intervention or prolonged hospitalization required for the patient. The patient's current status is "normal according to the conditions". The distributor reported on behalf of the customer that the device, plpul2020, 20/ca ultra nonstick was being used on 30aug22 during a mastectomy procedure and ¿diathermy tip (original) slipped into the sleeve and became crooked. The surgeon discovered this because the diathermy pen was not working optimally. Upon inspection it looked like a piece was missing. Plastic piece was not found.¿. The procedure was completed with an alternate same device. There was a 10 minute delay. A good faith effort was made to acquire further information; however, to date no answers have been received. This report is being raised on the basis of injury due to fragment potentially remaining in patient.

Manufacturer narrative:
The device will not be returned for evaluation, but photographic evidence has been provided that confirmed the reported issue. A two-year lot history review was conducted and found a total of 2 events involving a total of 2 devices for this lot number. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 78 reports, regarding 100 devices, for this device family and failure mode. During this same time frame 3,551,000 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised the following: the electrosurgical generator¿s intensity should be set as low as is necessary to achieve the desired effect. When not in use, the active electrode should be placed in a clean, dry, non-conductive safety holster. Inadvertent contact with the patient may result in burns. Do not activate the instrument when not in contact with target tissue, as this may cause injuries due to capacitive coupling. This issue will continue to be monitored through the complaint system to assure patient safety.